Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a transcatheter arterial embolization (tae) of both side middle meningeal artery (mma) was performed for the treatment of dural arteriovenous fistula. The patient is reported to have tortuous vascular anatomy. First left middle meningeal artery (mma) coil embolization was performed. While performing right middle meningeal artery (mma) coil embolization, a considerable amount of torque had to be given while operation the guide wire as both sides vessels were tortuous. While advancement of the subject guide wire, it was torn in the middle and also the tip of the subject guidewire was completely torn off. The surgeon attempted to remove the guide wire with a snare, but it could not be removed and less than 10cm of the subject guidewire was left in the patient vasculature in the right middle meningeal artery (mma). Thereafter, the coil embolization was continued and completed without problem. The patient was discharged in a well state and no clinical consequences were reported to the patient due to this event. There was no additional treatment given to the patient due the event.

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy (right mma) was tortuous, the guidewire was shaped 60 degrees, the introducer sheath was used when inserting the guidewire, a considerable amount of torque had to be given while operating the guidewire due to the tortuosity in the vessel, and the break occurred at less than 10cm from the tip of the wire. In the case of this complaint, it is probable that excessive torqueing while navigating the guidewire through tortuous anatomy contributed to the wire fracture. An assignable cause of procedural factors will be assigned to the issue of guidewire broken/fractured during use, guidewire distal tip broken/fractured during use and un-retrieved device fragments, since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that a transcatheter arterial embolization (tae) of both side middle meningeal artery (mma) was performed for the treatment of dural arteriovenous fistula. The patient is reported to have tortuous vascular anatomy. First left middle meningeal artery (mma) coil embolization was performed. While performing right middle meningeal artery (mma) coil embolization, a considerable amount of torque had to be given while operation the guide wire as both sides vessels were tortuous. While advancement of the subject guide wire, it was torn in the middle and also the tip of the subject guidewire was completely torn off. The surgeon attempted to remove the guide wire with a snare, but it could not be removed and less than 10cm of the subject guidewire was left in the patient vasculature in the right middle meningeal artery (mma). Thereafter, the coil embolization was continued and completed without problem. The patient was discharged in a well state and no clinical consequences were reported to the patient due to this event. . There was no additional treatment given to the patient due the event.